Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose. The customer stated that he has taken 47.0 units of insulin, and he ended up in the hospital for about two to three hours. The customer experienced dehydration, dry mouth, and frequent urination. The caller was treated with an insulin drip, and his blood glucose dropped to 200mg/dl range. The customer changed the site and his sugar level has been fine since then. No further information was provided.